Event description:
Adverse event(s): "film over vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged for the same model, different power lens because the pt was seeking a "film over vision" and was not satisfied with the quality of vision with a ucva 20/30. Post-exchange, the pt's ucva is 20/25. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/10/2010, 05/12/2010, and 06/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).